Event description:
Release arm of ambiwalker was in open position. Resident was out of chair to bathroom. Upon returning to chair and exiting bathroom, another resident was entering bathroom, hook of release arm apparently pushed against leg resulting in a 15 cm laceration of rt shin area. Requiring immediate first aid then seat to local ER. Required multiple sutures. 6 packages of suture.